Event description:
The customer complains about blood leak during treatment. Leakage at the upper arterial inlet. Error seen immediately. There was insignificant blood loss. No medical intervention was needed. No serious injury.

Manufacturer narrative:
Internal blood leaks can occur due to damage to the hollow fibers.